Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : medical device serial #, unique identifier (UDI) #, concomitant med prod data, device manufacture date, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the requested alaris suspect pump module that was associated with the initial reported issue, channel error (and later reported as a check IV set alarm), and tubing leak, was not provided for investigation by the facility. The occurrence of the check IV set alarms may have been an indication that the infusion set was not properly installed. Per the alaris system user manual troubleshooting and maintenance, if the check IV set alarm occurs, the user should close the roller clamp, remove and reinstall the infusion set, close the door, open the roller clamp, and then press the restart soft. When the clinician opened the pump door, they reported finding the tubing was leaking and needed to be replaced. Investigation summary: the received pcu event log showed the suspect pump module was programmed and infusing norepinephrine with a concentration at 16mg/250ml. The infusion received several titrations with the last dose changed to 80 mcg/min at 7:38:28 pm. Between the time of 7:45:26 pm and 7:48:58 pm the pump module was accessed with an occlusion fluid side alarm occurring. There were attempts at restarting the infusion with the pump module having alarms of check IV set. The channel off key was selected, turning off the pump module placing it in an idle state. The door was opened three times with safety clamp open alarms occurring at durations of 1, 1, and 2 seconds respectively. There were a couple of additional check IV set alarms with the restart key selected three times but received illegal keypress response because the pump module was still in the idle state. The final total pvi was recorded at 155.567ml. The received photos exhibited a pin hole leak present at the upper section of the silicone segment of the administration set, just below the upper blue fitment. See mfg. Report # 9616066-2023-02211 for the report on malfunction of the administration set. The cause for the damage to the silicone segment section is suspected to be from the upper fitment misloaded at the top of the pump module that houses the fitment. H3 other text : no devices received, log review only.

Event description:
It was reported that the pump was infusing three vasopressors to maintain blood pressure for a patient who was critically ill. The pump infusing levophed began to alarm, ¿check channel.¿ the error message occurred twice. The levophed was on a high dose and had to be increased. When the clinician was going to switch out the pump and opened the door, they saw the tubing had a leak. The clinician immediately switched out the tubing. The patient became unstable, and the patient coded. Subsequently, the patient coded three additional times and the patient's family made the decision to withdraw care. (See mfg. Report # 9616066-2023-02211 for the reported tubing leak). A copy of the medwatch report from customer was received, which states, ¿the rn reported, the patients mean arterial pressure dropped to 63 and the IV pump with levophed infusing at 80 mcg/min was beeping with a "check channel" error twice at this time, levophed was titrated up. The rn tried to transfer levophed tubing to a different channel and found levophed tubing was leaking neo was given per md at the bedside pt map rapidly dropped to 48, new tubing restarted, at this time levophed infusing at 200 mcg/min per md order the patient became pulseless and CPR was started. The IV tubing was found to have a small hole in it during the transfer of the lines, the pt was only supported by neo given the brittle and fragile pt, she was unable to tolerate this and coded. She was brought back quickly but was too unstable and coded again after the 3rd code, the family withdrew care. Patient expired on the same day as the event, (B)(6)2023." Bd has learned additional information. When asked "how long had the tubing been in use or the infusion been running when the pump began to alarm ¿check channel¿?," the customer reported that levophed was started on (B)(6) 2023 at 4:00pm, programmed as continuous infusion with a rate of zero to 187.5ml/hr. According to the charge rn, they had just obtained the line set from their supply room just prior to this time. The hospital's biomed (trimedx) staff reviewed the logs and noted that the drug was programed at 4:02pm and started at 4:03pm on (B)(6) 2023. It ran until 7:45pm when the ¿check IV set¿ alarm started happening. Staff reportedly started troubleshooting the pump. The pump was removed at 8:10pm. The pump maintenance is up to date per report. Checked the pump for malfunctions, performed a function check, and visual check. Th customer reported the pump "all normal. The pump is working as designed." The first order of neo-synephrine was given at 8:15pm. It appears the evidence points to would suggest that medication was running for less than 4 hours. When asked "how was the IV set loaded into the alaris pump module, what section of the tubing was loaded first, second and then third?", the customer's response was "we are unable to specifically explain how the lines are loaded into the pump module.

Event description:
It was reported that the pump was infusing three vasopressors to maintain blood pressure for a patient who was critically ill. The pump infusing levophed began to alarm, ¿check channel.¿ the error message occurred twice. The levophed was on a high dose and had to be increased. When the clinician was going to switch out the pump and opened the door, they saw the tubing had a leak. The clinician immediately switched out the tubing. The patient became unstable, and the patient coded. Subsequently, the patient coded three additional times and the patient's family made the decision to withdraw care. (See mfg. Report # 9616066-2023-02211 for the reported tubing leak). A copy of the medwatch report from customer was received, which states, ¿the rn reported, the patients mean arterial pressure dropped to 63 and the IV pump with levophed infusing at 80 mcg/min was beeping with a "check channel" error twice at this time, levophed was titrated up. The rn tried to transfer levophed tubing to a different channel and found levophed tubing was leaking neo was given per md at the bedside pt map rapidly dropped to 48, new tubing restarted, at this time levophed infusing at 200 mcg/min per md order the patient became pulseless and CPR was started. The IV tubing was found to have a small hole in it during the transfer of the lines, the pt was only supported by neo given the brittle and fragile pt, she was unable to tolerate this and coded. She was brought back quickly but was too unstable and coded again after the 3rd code, the family withdrew care. Patient expired on the same day as the event, (B)(6) 2023." Bd has learned additional information. When asked "how long had the tubing been in use or the infusion been running when the pump began to alarm ¿check channel¿?," the customer reported that levophed was started on (B)(6) 2023 at 4:00pm, programmed as continuous infusion with a rate of zero to 187.5ml/hr. According to the charge rn, they had just obtained the line set from their supply room just prior to this time. The hospital's biomed (trimedx) staff reviewed the logs and noted that the drug was programed at 4:02pm and started at 4:03pm on (B)(6) 2023. It ran until 7:45pm when the ¿check IV set¿ alarm started happening. Staff reportedly started troubleshooting the pump. The pump was removed at 8:10pm. The pump maintenance is up to date per report. Checked the pump for malfunctions, performed a function check, and visual check. The customer reported the pump "all normal. The pump is working as designed." The first order of neo-synephrine was given at 8:15pm. It appears the evidence points to would suggest that medication was running for less than 4 hours. When asked "how was the IV set loaded into the alaris pump module, what section of the tubing was loaded first, second and then third?", the customer's response was "we are unable to specifically explain how the lines are loaded into the pump module.

Event description:
It was reported that the pump was infusing three vasopressors to maintain blood pressure for a patient who was critically ill. The pump infusing levophed began to alarm, ¿check channel.¿ the error message occurred twice. The levophed was on a high dose and had to be increased. When the clinician was going to switch out the pump and opened the door, they saw the tubing had a leak. The clinician immediately switched out the tubing. The patient became unstable, and the patient coded. Subsequently, the patient coded three additional times and the patient's family made the decision to withdraw care. (See mfg. Report#: 9616066-2023-02211 for the reported tubing leak). A copy of the medwatch report from customer was received, which states, ¿the rn reported, the patients mean arterial pressure dropped to 63 and the IV pump with levophed infusing at 80 mcg/min was beeping with a "check channel" error twice at this time, levophed was titrated up. The rn tried to transfer levophed tubing to a different channel and found levophed tubing was leaking neo was given per md at the bedside pt map rapidly dropped to 48, new tubing restarted, at this time levophed infusing at 200 mcg/min per md order the patient became pulseless and CPR was started. The IV tubing was found to have a small hole in it during the transfer of the lines, the pt was only supported by neo given the brittle and fragile pt, she was unable to tolerate this and coded. She was brought back quickly but was too unstable and coded again after the 3rd code, the family withdrew care. Patient expired on the same day as the event, on (B)(6)2023."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: device was not returned to manufacturing facility.